Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. According to the complainant, during the procedure, the clip was placed at the ascending polyp site and did not detach when deployed. The tissue was torn a little, but there was no significant bleeding or injury. A second clip was placed at the site successfully with no issues. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Patient's weight is unknown.according to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.(B) (4)